Manufacturer narrative:
As no further information concerning this report is expected and no model and serial numbers were provided, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported through a journal article review, that 812 patients implanted with ICD df-4 leads between october 2010 and february 2015 were compared with 231 patients implanted with ICD df-1 leads implanted in 2008. This population included 231 boston scientific endotak reliance 0293 leads implanted between may 2012 and august 2014 as well as 207 boston scientific reliance 4-front leads implanted between august 2013 and february 2015. Manufacturer(s) of the df-1 leads were not reported. It was noted that two patients for each of the boston scientific ICD df-4 leads had issues with the screwing fixation mechanism during lead revision within the first year of implantation requiring insertion of a new ICD lead. Detection of a low r wave during follow up occurred in 8 endotak patients and 4, 4-front patients, but did not lead to revision. Elevated coil impedances >100 ohms was reportedly more common with boston scientific leads: 25 endotak cases and 23 4-front cases were noted; it was noted that this had no clinical significance during follow up. The following non-ICD lead complications were noted: 1 hematoma requiring drainage (4-front); 7 infections requiring extraction (4 endotak, 3 4-front); and 3 cases of vein thrombosis (2 endotak, 1 4-front). The following ICD lead complications were reported: 8 dislodgments (5 endotak, 3 4-front); 4 lead failures (2 endotak, 2 4-front); 1 case of noise (endotak); 2 cases of oversensing (2 4-front); 1 pericardial lead migration (endotak); 1 case of screw dysfunction (4-front); and 1 case of tamponade (endotak). It was noted that four patients with boston scientific ICD df-4 leads required insertion of a new ICD lead at the time of lead revision because of nonfunctional screwing fixation.